Event description:
The event report stated that while attempting to extract the retrieval bag during a robotic lobectomy on the left lung, the tissue retrieval system (the bag) broke. It was also noted that a piece of the bag remained in the pt and had to be retrieved. The doctor used the robotic instrumentation to retrieve the remainder of the bag and specimen. It was also noted that this caused approximately 20 minutes to be added to the procedure.

Manufacturer narrative:
The bag only was returned for investigation, but no additional info was provided. The retrieval bag is made of ripstop nylon, which consists of ripstop fabrics woven in a crosshatch pattern between the layers of the bag; it is resistant to tearing and ripping. If it is cut or damaged by an instrument during surgery and force is applied, the bag will tear straight and clean along the crosshatch pattern. The retrieval bag was received in two pieces. It shows clean, straight cut lines, which points strongly to the bag being cut or damaged during use. Along the seal edge, there are a few fibrous strands; these are the ripstop fabrics. This frayed edge indicates that along with the bag tearing in two along the crosshatch pattern, enough force was applied to also tear a section along the seal edge. The likely cause of this occurrence is user error as a result of the bag being cut or damaged during use.